Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 190 ml of solution in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the reservoir. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) infusor device did not flow. The infusor was filled with 5fluorouracil, and it looked like it was hooked up to the patient. There was no report of patient injury or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.